Manufacturer narrative:
No further information was able to be obtained from this customer regarding the system and the consumable product . With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported a patient experiencing an issue with endophthalmitis. Additional information has been requested but not received. This is one of three files from this facility.